Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 34 mg/dl. Low bg cause was not known. Customer consumed glucose tablets to address the issue and went to the emergency room. Customer was subsequently admitted to the hospital and treated with intravenous fluids of "d5". Tandem technical support (tts) did a full pump system check and confirmed that pump was functioning as intended. Customer declined further troubleshooting with tts and declined to provide further information.